Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by right transfemoral approach. During the procedure, rupture of the delivery system balloon occurred during valve deployment, preventing complete valve expansion and resulting in a 50/50 position (more ventricular position), which led to a central leak. Resistance was then encountered while withdrawing the delivery system through the sheath tip. Upon withdrawal of the delivery system, the patient experienced cardiac arrest, and resuscitation efforts were initiated. A second valve was subsequently implanted without complication. No damage to the esheath was observed. The patient was in stable condition following the procedure.